Manufacturer narrative:
Section b5: corrected event description. The (B)(6) 2021 controller exchange is captured in manufacturer report number 2916596-2021-04336. Section h6: correction. Medical device problem code "1384 - mechanical problem." Corrected to "1184 - display or visual feedback problem." Manufacturer's investigation conclusion: the reported event of display issues on the system controller was not confirmed. The heartmate ii system controller was not returned for analysis nor were any images submitted for review. However, two log files were submitted for review. The log files shared identical data and showed events spanning approximately 5 days (B)(6) 2020, (B)(6) 2021 per timestamp). The log files did not contain any events that would indicate an issue with the system controller. The driveline was disconnected on (B)(6) 2021 at 01:56:48 for a system controller exchange. There were no other notable alarms active in the log file. Additional information provided on 11aug2021 stated that the reason for the controller exchange was due to the patient attempting to stop the controller from alarming. It was also noted that the controller would not be returned for evaluation as it remains in use. The serial number of the system controller in use at the time of the event was not obtainable as the patient was discharged and will not be contacted to obtain this information. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number being provided for the heartmate ii system controller. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-04709. It was reported that the patient had previously exchanged their controller on (B)(6) 2021 due to notable wear and tear. On (B)(6) 2021 the patient had recurrent low flow alarms that did not resolve with fluid intake. The system controller was noted to have had no numbers for the rpms, pi and powers. Log files were reviewed which found 15 pump stops and 11 low speed advisories since the (B)(6) 2021 controller exchange. This issue has been linked to potential issues with the driveline. At the end of the log file there was a driveline disconnect at 0125 on (B)(6) 2021. There were no further events recorded on the log file after the driveline disconnect. The account reported that the driveline disconnect alarm on (B)(6) 2021 was due to the patient performing an unwarranted controller exchange in an attempt to make alarms stop. The serial number of the controller was available. The account submitted x-ray images for review on (B)(6) 2021 and an abbott technical services representative responded indicating that the images were unremarkable. On (B)(6) 2021 a distal end driveline repair was successfully performed onsite by an abbott technical services representative. It was reported that the patient was discharged after the driveline repair and would remain on an ungrounded cable.

Manufacturer narrative:
Serial number requested but not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021 was reported that the patient had recurrent low flow alarms that were resolved by fluid intake. The system controller was noted to have had no numbers for the prm, pi and powers.